Manufacturer narrative:
Complaint no: (B)(4) manufacturing dates: january 15, 2016 to january 20, 2016. The actual sample was not available; however, a companion sample was returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The companion minicap sample¿s pouch was not flawed or damaged that compromises seal or component integrity. The presence of iodine was detected on the companion minicap sample. The complaint issue of inadequate iodine was not verified for the companion sample. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had less iodine in the cap than usual. The patient indicated that the there was no obvious damage to the mini-caps or foil pouch. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.